Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist bumped the lid on the arterial roller pump and it stopped. A "service" error message came up on the screen. The device was not changed out. The unit was being set-up for the weekend in case a back-up unit is needed. There was not actual surgery involved.

Manufacturer narrative:
Eval is in progress, but not yet concluded.